Manufacturer narrative:
A visual inspection was conducted and the array has a hole in it and the external sheath is melted. Functional testing was not conducted because the damage was confirmed in the visual inspection and the device cannot be tested due to the damage. Hence, the complaint can be confirmed. This observation will be monitored and trended.

Event description:
It was reported that on (B)(6) 2023, after a novasure procedure a hole in the array was observed. The endometrium was examined and it was found that the coagulation was homogeneous and that no material remained inside the uterine cavity. The patient was doing well. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.